Event description:
It was reported that the that lead perforated the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Unknown; company representative.